Event description:
The customer reported to beckman coulter (bec) a leak of clear fluid dripping from under the coulter lh 780 hematology analyzer. The volume of the leak was approximately 5 ml and it was not contained within the instrument. Sheath tank empty errors were generated by the instrument. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
The customer found that the tubing popped off at the upper sheath tank (vc12). The customer replaced the tubing, but was still getting high differential background and beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and noticed a small leak at the differential mixing chamber. The fse replaced the tubing that fixed the leak and restored the differential background to within the normal ranges. The fse also replaced the sheath tank that fixed the sheath tank empty errors. As part of a pm (preventative maintenance), the fse retubed pinch valve (pv48), replaced all differential and retic sample lines. Failure mode: tubing popped off at the upper sheath tank (vc12), and a small leak at the differential mixing chamber. (B)(4).